Event description:
Diagnosis: varicose vein. Procedure: saphenous stripping. Incident: when removing deep vein stripper from pt's leg, noticed small bullet tip was missing. Ultrasound showed no findings, found on x-ray, located behind knee. Required incision on back of knee for removal.